Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill tubing sequence was taking more insulin than previous fill tubing sequences and that the "cartridge was pulling insulin back" during pumping. Subsequently, it was reported that an occlusion alarm occurred and that air bubbles were observed within the infusion set tubing. A system check was performed with tandem technical support and the occlusion was found to be within the cartridge. Reportedly, the pump supplies changed to address the issue and insulin delivery was resumed. Customer's blood glucose level was 127 mg/dl.